Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A plasma sample was tested for accu tni and a result of 4.36ng/ml was obtained. The accu tni result was reported out of the lab. A serum sample from this patient was tested for accu tni and 2 results of 0.19ng/ml were obtained. The customer tested a second serum sample from this patient and the accu tni results were: 0.17ng/ml and 0.14ng/ml. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check conducted prior to the event passed. The sample was collected in a lithium heparin tube. Customer suspects that a fibrin may have interfered with the result; however it was not confirmed. A field service engieneer (fse) was dispatched to the customer lab on 07/21/06. The fse replaced aspirate probes. The fse conducted diagnostic testing and results passed within specifications. The fse verified that the instrument was operating per established procedures. No hardware issue specifically related to this event has been identified and a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.